Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side to side misalignment of the grips. There was a .061¿ offset at the tips. The bent grip had separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. It was concluded that the damage to the instrument's grip was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages: the instrument's pitch cable at the distal clevis hub was frayed. No damage was found at the clevis. The edge of the instrument's distal pulley exhibited an indentation. The surface of the pulley also had scratches. It was concluded that the damage to the pulley was likely due to mishandling/misuse. The distal end of the instrument's main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was noted that the jaws on the pk dissecting forceps instrument were misaligned. There was no report that any piece from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.